Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one device was rec'd for analysis and the jaws were noted to be broken at bifurcation. In addition, it was returned empty and with the lockout fired through. The orange indicator was also showing up. Functional test could not be performed due to the returned condition of the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed. Another same like device that had been reprocessed was used to complete the case with no pt consequence.